Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the cause of the high impedances was not determined. The patient was scheduled for a xray of the skull, neck, and chest. The high impedances have not bee resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the reports were not opening and they were getting system error code 0x688aa9d1. They were trying to go into the reports after a 2 hour programming session and cannot open it. They also mentioned high impedances on the call but the data was not captured as they had no report data and getting data retrieval was the caller's focus. The tablet was confirmed to be updated. No symptoms were reported. No further complications were reported or anticipated.